Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It has been reported by the user to danish medicines agency "I went to bed on (B)(6) 2025 with a stable blood sugar between 6-7 mmol. At 2 am on (B)(6) 2025 I wake up with discomfort; nausea, thirst and the urge to urinate. I check my blood sugar sensor and see that my blood sugar is at 17. The graph tells me that it has been increasing since 11 pm. I have been without insulin for 3 hours. I check the catheter and it is bending out of my body. The tape that holds the pod in place is stuck on nicely. Ketone level of 0.7. Changed pod and had stable blood sugar after 4 hours".